Event description:
It was reported that device diagnostics showed vbat<eos, output status - low, ifi - no. A second interrogation confirmed that the device was showing vbat<eos. It was found that the device was disabled. The device was programmed back on to 1.25ma and device diagnostics were within normal limits. The patient had recently undergone surgery to implant the neuropace on (B)(6) 2015 and it is possible that electrocautery was used near the generator and inadvertently came in contact with the generator. No additional relevant information has been received to date.